Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:23:12. During night drain cycle six, the patient's ultrafiltration reading was 1972ml, indicating the home patient (hp) drained 1372ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Simulated therapy was performed without any issues. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. All tests were performed successfully. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. A visual inspection was performed and no issues related to this event were found. Should relevant additional information become available, a supplemental report will be submitted.